Event description:
Adverse event(s): "no pt harm/injury." (No consequences or impact to pt). Product problem(s): "no vacuum in I/a mode." (Aspiration issue). A customer reported, the system had no vacuum while in irrigation/aspiration (I/a) mode. The nurse tried using a different I/a handpiece but the unit still could not draw vacuum. There was no impact reported and all cases were completed.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. The system was tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).